Event description:
It was reported that a pt coded during treatment at the hosp in the in-pt acute unit. No other info regarding this event is available at the time of this report.

Manufacturer narrative:
A sys level investigation has been opened to evaluate whether or not any devices in use caused, contributed or were a factor in this event. Med records have been requested for this event. Based on the info received it is undetermined whether or not any of the devices caused or contributed to this event. A supplemental report will be submitted upon completion of post market surveillance clinical staff's assessment of the reported info and the plant's investigation.